Event description:
It was reported that the patient was scheduled for surgery due to normal battery depletion and an increase in seizure activity. The generator was not able to be communicated with prior to surgery, due to normal expected battery depletion. During revision surgery, when a new generator was connected to the existing lead, high lead impedance resulted from the system diagnostic test. A pin re-insertion was attempted, and high lead impedance resulted again. The lead was not replaced at that time. The device has not been programmed on, and the neurologist is going to monitor the patient's seizure activity and will decide at a later date if revision surgery will occur to replace the lead. Good faith attempts to obtain additional information are underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.